Manufacturer narrative:
Capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd eclipse¿ needle the pink safety shield falls off. These incidents occurred on different days and on at least five different occasions. The incident has happened every time after the injection was given, and when closing the protective shield it has fell off. The product did not appear to have been contaminated or tampered with. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received no samples from the customer for examination in support of this complaint. Quality has previously reviewed, evaluated and investigated this reported failure mode. A CAPA exists to further investigate. No further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Conclusion: unable to determine a root cause since no samples were received. If samples are received in the future the complaint will be re-opened and re-investigated.

Manufacturer narrative:
Investigation results: 7 representative samples of batch 6106446 were returned in sealed package for investigation. No damage was observed on the safety shield. Our quality engineer inspected the returned units and could not identify any manufacturing related defects. As a result, the root cause of the reported issue could not be determined. The samples were subjected to safety shield fall off/break off test, none of the safety shield was disengaged. According to complaint database, there are total 5 complaints reported of the affected batch 6106446 for the broken safety shield issue. Device history record review showed no abnormality or quality notification for the batch during production. Manufacturing review of preventive maintenance, calibration and equipment showed no abnormality that could have influenced the issue observed. The safety shields were found to be intact and passed safety shield test. Hence, root cause cannot be determined. Bd was unable to identify the root cause for this complaint. However similar complaints have been identified and a CAPA (B)(4) is open to further investigate root cause and identify preventive measures.